Event description:
Surgeon was using the stapler when it jammed. The stapler still had 15 staples left. Suture technique was used to complete the procedure. The product had patient contact but no patient harm. Stapler is available for return to manufacturer.